Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that only the up and down arrow buttons on the insulin pump are functioning; the rest of the keys are unresponsive. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.